Event description:
Starclose failure to close femoral artery. Starclose was used after catheterization to obtain hemostasis. Clip partially deployed and when device was retracted from the body by physician, bloody tissue noted on end of device. Another device was used to close the artery. No patient harm.what was the original intended procedure?starclose after catheterization to obtain hemostasis.device #1is this a laboratory device or laboratory test?no.